Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no service within the past 12 months related to the complaint. Event history logs were reviewed and confirmed motor rate error alarms. Functional testing was performed, which replicated the reported issue. The root cause was determined to be a faulty mainboard. No repair actions were documented.

Event description:
The device was returned as it was reported that the pump alarmed with "motor rate error" alarm continuously. The results of the investigation confirmed the reported alarm. There was no patient involvement.